Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort (described as pain) located at the scs ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was implanted deeper under the skin.

Event description:
Additional information received advised that the pain at the ipg site has resolved.